Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted in and found (B)(4). Then, the tss restarted the application, and user confirmed that the drawer opened. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failed to open when the customer attempted to issue medications earlier in the day. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.